Manufacturer narrative:
The customer did not return the device for evaluation. The test strips associated with the event expired in mar-2022. Therefore, the in-house testing could not be performed. The device history record was reviewed for the suspected contour plus meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that within 10 minutes she obtained blood glucose readings of 130 mg/dl on the contour plus meter and 264 mg/dl on a non-ascensia meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.